Event description:
Literature: kennedy sh, giacobbe p, rizvi sakina j, et al. Deep brain stimulation for treatment-resistant depression: f/u after 3 to 6 years. Am j psychiatry. 2011; 168(5): 502-510. (B)(4). Summary: the authors represent an extended f/u of 20 pts with treatment-resistant depression who received deep brain stimulation (dbs) to the subcallosal cingulate gyrus (brodmann's area 25) between may 2003 and nov 2006. After an initial 12-month study of dbs, pts were seen annually and at a last f/u visit (between (B)(6), 2009) to assess depression severity, functional outcomes, and adverse events. There were 9 male pts and 11 female pts. Functional impairment in the areas of physical health and social functioning progressively improved up to the last f/u visit and in general, pts required less medication after dbs implantation. Reportable event: the authors reported that one pt (pt 2) had a family history of psychiatric illness such as major depression in four material relatives (all four completed suicides). Disease onset was at (B)(6) of age and prior to deep brain stimulation (dbs) the pt had three admissions to a psychiatric hosp; one admission lasted 18 months at age 30 following suicide attempt. Deep brain stimulation surgery occurred (B)(6) of age. The pt had one hosp admission, 3 months before death and responded to ect (five treatments). The pt was reported to have aggressive behavior warranting the use of restraints during this extended admission. The pt outcome to have extended periods of response and remission with temporary functional recovery (returned to work, but lost position due to a lack of functional integration into the workforce). The pt died at (B)(6), 35 months after dps implantation, by suicide. There was no evidence that the death was due to dbs device failure or changes in stimulation parameters. The source literature did not specify which device model was used. See literature article with MFR report# 3007566237-2011-07025.

Manufacturer narrative:
(B)(4): aggressive behavior (y). (B)(4): it was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. (B)(4). At this time no add'l info was available, add'l info regarding the pt and the device has been requested.